Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple cartridges. Additionally, the customer received a minimum fill message. Reportedly, the cartridge was filled with 260 units of insulin. The customer's blood glucose level was 100 mg/dl. The customer was able to load a new cartridge successfully and will continue to use the current pump for continued insulin therapy.

Manufacturer narrative:
Minimum fill issue and cartridge change error- no failure identified.